Manufacturer narrative:
(B)(4). Additional manufacturer narrative: the device was not returned to edwards for evaluation. Attempts to retrieve the device are in progress. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Suture looping may occur during a mitral valve replacement due to a surgeon inadvertently looping a suture over one of the commissural posts. This is not a result of product malfunction; however, this may result in mild to severe regurgitation and if undetected while still on bypass, it may require subsequent re-intervention. Rupture of the left ventricle is a major complication of mitral valve replacement. It is an infrequent but potentially lethal complication. In general, a large number of intraoperative factors have been considered for the cause of this complication: retraction of the ventricle when the left atrium was fixed by adhesions from a previous operation, forceful retraction and inadvertent incision of the annulus, insertion of an oversized prosthesis, and deeply placed sutures in the myocardium. As stated above, ventricular rupture is typically not device related. In this case, the device was explanted at implant due to regurgitation. It was also noted that the operative field vision was unclear at implant, the surgeon checked patient¿s left ventricle, and then the stent post appeared to be bended and the suture also appeared to be looped around the stent post. The patient expired post explant surgery due to possible left ventricle rupture. The surgeon also reported that the event was not device related. Based on the information received, no manufacturing defect was identified, the root cause of the ventricle rupture remains indeterminable but was likely impacted by patient and procedural factors. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 27 pericardial mitral valve was explanted at implant due to mitral regurgitation, and the patient expired post explant surgery due to possible left ventricle rupture. This device was originally implanted for mitral valve replacement to correct mitral regurgitation. Since the operative field vision was unclear at implant, the surgeon checked patient¿s left ventricle, and then the stent post appeared to be bended and the suture also appeared to be looped around the stent post. The device was explanted and replaced with a smaller size same model 25mm mitral valve while the patient was on bypass. The patient also underwent aortic valve replacement with a 21mm pericardial aortic valve during the same procedure.